Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, the intraocular lens was scratched, and lens was removed during initial procedure. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in the lens case in the lens carton. Viscoelastic was dried on the lens. The anterior and posterior surfaces of the optic are scratched from the edge through the optic center. Product history records were reviewed, and the documentation indicated the product met release criteria. The reported scratch damage was observed. All lenses are 100 percentage inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met companys release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).